Event description:
It was reported by service report that the head of the bed will not go up. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: dirt/debris, linkage.